Manufacturer narrative:
(B)(4). The affected device was received and the evaluation is anticipated. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 13k037 was manufactured between october 7, 2013 and october 8, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause was unable to be determined with the provided information/evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor ruptured during infusion. The device had been filled with fluorouracil (non-baxter). The reporter stated that the patient did not receive the entire therapy dosage. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Visual inspection of the device identified a ruptured bladder. This confirmed the reported condition. The bladder of the device was microscopically examined. A marking on the was observed on the exterior surface of the bladder near the rupture line. Should additional relevant information become available, a supplemental report will be submitted.